Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported inflation difficulty was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency

Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly calcified lesion in the mildly tortuous proximal right coronary artery (rca). An unspecified stent implant was deployed. The 4.0x12mm voyager nc balloon dilatation catheter (bdc) was unpackaged with no resistance noted during removal of the protective sheath. The bdc was prepped before use with no leak or issue noted during preparation. The bdc was successfully advanced to the target lesion for post-dilatation; however, during inflation at 16 atmospheres (atm) the bdc could not be fully inflated, and the bdc was removed without reported issue. Reportedly, there was no hole or tear noted. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. An nc trek bdc was used to successfully complete the procedure. There was no additional information provided.